Manufacturer narrative:
Additional contact information : (B)(4). Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved an extension set, smallbore with clave¿ where it was reported that there was no flow. There was patient involvement, but no adverse event or patient harm. The reporter stated, ¿after connecting to the patient's end, the IV drip cannot run at full speed. We have already reconnected the IV and replaced the t-connector.¿